Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 162, 212 and 109 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 01/29/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: the customer is concerned with all of her results. Customer educated on proper storage conditions.